Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "suspects a leak in the left".

Event description:
Patient reported left side "suspects a leak in the left". Device remains implanted.